Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(6) 2016.

Event description:
It was reported that infusion cannula broke off at the point where the cannula entered the skin, leaving a portion of the cannula embedded. The patient was being infused with apomorphine at the time of the incident. Nursing intervention was tried, but was unsuccessful. The patient was then given magnesium sulphate dressings in an effort to draw the cannulas out from under the skin. No adverse effects to patient reported. See MFR 2183502-2016-02136.

Manufacturer narrative:
A cleo® 90 infusion set was returned for investigation. The returned device was received with an additional cleo® 90 infusion set. A review of the device history record, relevant to the reported lot, found no non-conformities or defects during manufacturing. Visual inspection revealed that the site's soft inner cannula had separated from the site approximately 1mm from where it extended from the base. The remaining length of cannula was not returned. Examination of the device wall thickness revealed no manufacturing defects or abnormalities, nor were any defects found on the device itself other than the missing cannula. The crown the infusion site showed no signs of damage. Investigation was unable to determine the root cause of the cannula detachment; however, no evidence was found to suggest an intrinsic product defect. (B)(4).